Event description:
(B)(6) results were obtained for a patient sample. The patient sample was tested using the advia centaur confirmatory assay and the result was not confirmed. The patient was redrawn and tested. The result was (B)(6). Confirmatory testing was run and the result was not confirmed. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.